Manufacturer narrative:
Device evaluated by MFR? Failure analysis for fiber (B)(4) : the fiber cap exhibits drilled through condition; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing open end exhibits minor scratch marks. Fiber card analysis: use date: (B)(6) 2016, use time: 08:16:09 pm, joules use: 320,660 joules. The fiber card is expired ¿ soft joule limit has been reached. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that at 269,979 joules while using the surgical fiber during a prostate procedure, the fiber output beam was observed to be forward-firing. The fiber was replaced and the procedure completed using a second surgical fiber for 50,690 joules. Max. Wattage 60w, 63:32 minutes total lase time. There was no patient injury reported.